Event description:
A doctor reported experiencing poor aspiration during a procedure. The unit was rebooted to complete the case. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported poor aspiration was not replicated. However, the reported system message was confirmed, by the empty drain bag. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 17, 2002. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event of poor aspiration cannot be determined conclusively. However, the root cause of the system message was found to be the associated consumable. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).